Manufacturer narrative:
(B)(4). Batch # r58r03. Device analysis: the analysis results showed that one ec60a device was returned with a trocar insert on the shaft, with the closing trigger and anvil in closed position. An ecr60g cartridge reload loaded in the device. The reload was received partially fired 1/16. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number r58r03, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify "after several dangerous attempts for the patient": did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any bleeding? If yes, how was the bleeding controlled? How much blood was lost? Did the patient require a transfusion of blood products? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To clarify "the clamp reopened partially releasing the colon but blocking the laparoscopic trocar": was there any difficulty opening the device? If yes, how was the device opened? Did the device reopen only partially? Or, did the jaws only partially release the colon? Once off of tissue, were the jaws unable to be closed to remove the device through the trocar? Response: no further information available.

Event description:
It was reported that during an unknown procedure, locking of the clamp in closed position on the colon. After several dangerous attempts for the patient, the clamp reopened partially releasing the colon but blocking the laparoscopic trocar from which it was introduced. Colonic resection larger than expected.